Event description:
It was reported that the hospital staff prepared the intra-aortic balloon (iab) catheter and attached a one-way valve. The balloon was then vacuumed twice with a syringe inside the tray to wrap the balloon tightly, then grasped closely and removed from the tray horizontally. As soon as the iab was removed, the staff started to insert it into the sheath introducer, which was already inserted into the patient's left femoral artery. However, the iab catheter could not be advanced as it became stuck in the sheath and consequently, the iab catheter was removed from the patient and insertion was successfully completed using a new 30 cc balloon set. There were no reported patient complications. Additional information received on 3/2/2010, from the distributor stated that the insertion site was moved to the opposite leg to insert the new iab as the spring wire guide (swg) was also removed from the previous site. Some bleeding was reported from the insertion site, but there was no excessive blood loss.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.